Event description:
It was reported that since a large portion of the catheter was slipped out of this patient, the catheter was planned to be removed after the completion of liquid infusion on the same day. However, when being flushed and locked, the entire length of the catheter was slipped out of this patient. The catheter was measured at 30 cm in total, inconsistent with the total length of 40 cm (including 35 cm implanted internally and 5 cm exposed externally) as recorded on the maintenance manual. Bedside chest radiography was conducted and no tubing was found left in the patient. Nor did dsa show it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was unconfirmed because the reported damage was not observed. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The extension tubing markings were completely worn. Curved shape memory was observed along much of the length of the catheter shaft. The catheter terminated at the 30cm depth marking. Microscopic inspection of the distal end of the catheter revealed a glossy, regularly striated surface typical of a sharp instrument cut. The glossy striated surface observed at the distal end of the catheter was consistent with pattern transfer that occurs when the catheter is cut with a grind-sharpened instrument such as scissors or a scalpel, suggesting that the catheter was intentionally trimmed at the 30cm depth marking. These observations were consistent with the reported inability to find a remaining catheter fragment within the patient. The indicated discrepancy between the observed catheter length and recorded catheter length reported in the maintenance manual may have been the result of a recording/transcription error. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that since a large portion of the catheter was slipped out of this patient, the catheter was planned to be removed after the completion of liquid infusion on the same day. However, when being flushed and locked, the entire length of the catheter was slipped out of this patient. The catheter was measured at 30 cm in total, inconsistent with the total length of 40 cm (including 35 cm implanted internally and 5 cm exposed externally) as recorded on the maintenance manual. Bedside chest radiography was conducted and no tubing was found left in the patient. Nor did dsa show it.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redn2302 showed no other similar product complaint(s) from this lot number.